Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was received with missing segments due to cracked lcd zebra connector on lcd. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, cracked battery tube threads and missing end cap sticker.

Event description:
The customer reported via phone call that the buttons were unresponsive. The customer's blood glucose was 140 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.